Event description:
New information received on (B)(4) 2019, indicates that the lead had episodes of undersensing and oversensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic with a sensing issue on the right atrial lead. The lead was programmed off. The patient was stable.